Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant elevated calcium_2 (ca_2) results obtained on samples from three patients on an atellica ch 930 analyzer when compared to the historical results. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported discordant elevated calcium_2 (ca_2) three patient sample results were obtained on an atellica ch 930 analyzer when compared to the historical results. The discordant results were reported to the physician(s), who questioned the results. The customer has not provided the repeat results for these patient samples. The correct results are unknown for these patients. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated calcium_2 (ca_2) results.

Manufacturer narrative:
Additional information (20-sep-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. A customer service engineer (cse) inspected the instrument and performed standard troubleshooting that included replacing the r1 probe, performing alignments and performing instrument maintenance (cleaning). Based on the information provided, hsc concludes the probable cause of the discrepant ca_2 results was due to instrument related issues. The actions taken by the cse were part of normal troubleshooting/maintenance for issues of this nature. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR was filed on 19-sep-2024.